Event description:
This spontaneous case report was initially received from a consumer via FDA medwatch report: (B)(4) in united states on (B)(6) 2011 and later confirmed by a nurse on (B)(6) 2011. It describes the occurrence of pregnancy with contraceptive device, device ineffective, and one of the essure devices is embedded in her uterus in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on patient's history, past drugs and concurrent conditions. It is unknown whether the patient received any concomitant medication. On (B)(6) 2009, the patient had essure (fallopian tube occlusion insert) inserted. At time of report the patient was 16 weeks and three days pregnant. Estimated due date was (B)(6) 2011. On an unspecified date, she found out she was pregnant and was carrying full term. One of the essure devices was embedded in her uterus. Her hsg (hysterosalpingography) revealed the right tube wasn't blocked and had a tubal ligation on that side. On (B)(6) 2011, pregnancy was confirmed by nurse at office patient's current doctor. Patient was asymptomatic and intended to maintain pregnancy. The relationship between the events and essure is not reported. [Addendum: this case was converted from the conceptus database into argus on (B)(6) 2014. The medical content of the case was not changed.] Follow up information received on (B)(6) 2014 from consumer: consumer stated that found out she was pregnant after having an essure. She had the essure done on (B)(6) 2009, then the hysterosalpingogram (hsg) following, in 2010. The hsg reported that one tube was blocked, the other was open. She had a tubal ligation on the tube that was found to be open by the hsg. In 2011, she found out that was pregnant with an intrauterine pregnancy. It was the physician´s belief that this was caused by failure of the essure in the tube that was reported to be closed on the hsg test results. Lot numbers provided: 664591 and 676717 (explanted on (B)(6) 2014). Due to removal of essure this case is now considered incident. Consumer assessed the case as other serious (important medical events) and the event report type as injury, however, no further information was provided about it. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Lot number 676717: manufacturing date: sep-2009 and expiration date: sep-2012. Lot number 664591 manufacturing date: aug-2009 and expiration date aug-2012. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No similar ae case reports have been received to date in relation to batch no. (B)(4). No batch signal could be identified. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and one of the essure devices was embedded in her uterus, also at hysterosalpingogram (hsg) the right tube wasn't blocked. She was submitted to a tubal ligation in this side and later had a pregnancy with contraceptive device (essure); she stated that her physician belief in a failure of the essure in the tube that was reported closed on hsg (left). All reported events are listed in essure reference safety information and were considered non-serious; except for one of the essure devices was embedded in her uterus which was considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, it was initially reported an essure embedment in uterus and right side tubal patency; patient was submitted to a tubal ligation in this side, it was unclear if the embedded device was from the same side of tubal patency and if embedment was treated; however upon receipt of new information an essure explant date was provided and patient stated that she became pregnant after the right side tubal ligation. Given the above mention information, a causal relationship between the suspect insert and the reported events cannot be excluded, and although it is unclear if and how essure devices were removed, since an essure explant date was provided this case was considered an incident until further information is obtained. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested (pregnancy questionnaire).

Manufacturer narrative:
Follow up 24-jun-2016: a legal claim was received from a lawyer on behalf of the consumer/plaintiff. Essure was inserted on (B)(6) 2009. Approximately 6 months after plaintiff was implanted with essure, the hysterosalpingogram was done during which she was informed that only one of her essure coils was in its proper placement. A couple of months later, plaintiff underwent a tubal ligation of the fallopian tube that was not effectively blocked by the essure device. On (B)(6) 2011, plaintiff gave birth to a healthy baby boy. On (B)(6) 2011, just a day after giving birth to her son, plaintiff underwent a second tubal ligation. After this procedure, it was explained to plaintiff that during the procedure, the doctor discovered a piece of an essure coil embedded in her uterus. As such, he removed the portion of the device that was embedded in uterus. In early 2014, plaintiff was diagnosed with appendicitis. She was admitted to undergo an appendectomy. During this appendectomy, the surgeon discovered two additional pieces of the essure coils as one piece was found on top of colon and another piece was visualized in her uterus. While the surgeon was able to remove the piece of broken essure coil from on top of her colon, the surgeon was unable to remove the piece that was embedded in her uterus. As of now, plaintiff is scheduled to undergo the laparoscopic removal of the remained of the broken essure coil which could not be removed from her uterus during her appendectomy. In addition to undergoing the procedures described above, she also suffered from random menstrual cramps, regardless of whether or not she was on her menstrual period at the time. Shortly after being implanted with essure, she began suffering symptoms of depression. Additionally, after being implanted with essure, she lost approximately 20 pounds and typically felt bloated in her stomach. Company causality comment this spontaneous, medically confirmed case report refers to a female patient who became pregnant after essure insertion. After the delivery of a healthy baby, she underwent a tubal ligation during which it was discovered a piece of an essure coil embedded in her uterus. This piece was removed. Approximately 2 years later, during a surgery for appendicitis, the surgeon discovered two additional pieces of the essure coils: one piece was found on top of colon and another piece was visualized in her uterus. The surgeon removed the broken piece from her colon and she is scheduled to remove the remaining coil from her uterus. These events are listed in the reference safety information for essure, except for the reported appendicitis and device breakage, which are unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body), migration (into the distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation/embedment during the insertion procedure. Additionally, single cases of essure breakage have been reported, mainly during difficult insertions. In this case, a device breakage with embedment of one of essure parts and dislocation into the abdomen of the other part was diagnosed. Although the exact mechanism of the events is not known, given their nature causality with essure cannot be excluded. These events may also have been a contributory role in the reported pregnancy. Therefore, patient's pregnancy was also considered as related to essure. Regarding appendicitis, based on essure safety profile, causality is considered unlikely. Non-serious events were also reported. This case was regarded as incident, since device removal was required. An updated product technical analysis will be requested. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-aug-2016: ptc global number: (B)(4). Lot number 676717: manufacturing date: sep-2009 and expiration date: sep-2012. Lot number 664591 manufacturing date: aug-2009 and expiration date aug-2012. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth after the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or devices malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure devices could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical event and lack of efficacy are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the both reported batches. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. After the delivery of a healthy baby, it was discovered a piece of an essure coil embedded in her uterus, during tubal ligation. This piece was removed. Approximately 2 years later, during a surgery for appendicitis, one piece on top of colon and another piece in uterus was found. Broken piece from colon was removed and she is scheduled to remove the remaining coil from uterus. These events are listed in the reference safety information for essure, except for the reported appendicitis and device breakage, which are unlisted. However, according to product technical complaint analysis, possibility of micro-insert breaking is an anticipated. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body), migration (into the distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation/embedment during the insertion procedure. In this case, a device breakage with embedment of one of essure parts and dislocation into the abdomen of the other part was diagnosed. Although the exact mechanism of the events is not known, given their nature causality with essure cannot be excluded. These events may also have had a contributory role in the reported pregnancy which was also considered related to essure. Regarding appendicitis, based on essure safety profile, causality is considered unlikely. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A review of the manufacturing batch records confirmed that the product met all release requirements. Since sample was not provided, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up from 14-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and one of the essure devices was embedded in her uterus, also at hysterosalpingogram (hsg) the right tube wasn't blocked. She was submitted to a tubal ligation in this side and later had a pregnancy with contraceptive device (essure); she stated that her physician belief in a failure of the essure in the tube that was reported closed on hsg (left). All reported events are listed in essure reference safety information and were considered non-serious; except for one of the essure devices was embedded in her uterus which was considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, it was initially reported an essure embedment in uterus and right side tubal patency; patient was submitted to a tubal ligation in this side, it was unclear if the embedded device was from the same side of tubal patency and if embedment was treated; however upon receipt of new information an essure explant date was provided and patient stated that she became pregnant after the right side tubal ligation. Given the above mention information, a causal relationship between the suspect insert and the reported events cannot be excluded, and although it is unclear if and how essure devices were removed, since an essure explant date was provided this case was considered an incident. According to product technical complaint there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-feb-2017: follow up via lawyer: newly reported: "right coil perforated uterus", removal dates provided, "device removal incomplete" added. Company causality comment: this spontaneous, medically confirmed case report refers to a female plaintiff who became pregnant after essure (fallopian tube occlusion insert) insertion. It was reported that after six months of essure insertion only one of the coils was in the proper position, a few months later the plaintiff underwent to a right tubal ligation, during the procedure it was discovered that right-side coil perforated her uterus. The plaintiff became pregnant and delivered a healthy baby. A day after she gave birth it was discovered a piece of an essure coil embedded in her uterus, during tubal ligation. This piece was removed. Approximately 2 years later, during a surgery for appendicitis, one piece on top of colon and another piece in uterus were found. Broken piece from colon was removed and she is scheduled to remove the remaining coil from uterus. These events are anticipated in the reference safety information for essure, except for the reported appendicitis, which is unanticipated. During essure therapy there is a risk that the device could move out of fallopian tubes. Although the exact mechanism of the events is not known, given their nature causality with essure cannot be excluded. These events may also have had a contributory role in the reported pregnancy which was also considered related to essure. Regarding appendicitis, based on its pathophysiology, causality is considered unlikely. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A review of the manufacturing batch records confirmed that the product met all release requirements. Since sample was not provided, a product quality defect could not be confirmed but is considered plausible.